Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had their vp shunt removed on (B)(6) 2017 due to it being defective. It is unknown where the event occurred. No other information was provided.